Manufacturer narrative:
Pump had blank display due to moisture damage on radio frequency board. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Pump had minor scratched display window, missing reservoir tube o-ring and partially broken off reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 120 mg/dl at the time of incident. Troubleshooting was done but the display did not return. The insulin pump will be returned for analysis.